Manufacturer narrative:
Fge catheter, biliary, diagnostic - biliary stent - metal.

Event description:
Chennat & waxman 2010 'initial performance profile of a new 6f self-expanding metal stent for palliation of malignant hilar biliary obstruction' procedure: after obtaining a cholangiogram, a 0.035-mm soft jagwire (boston scientific, (B)(4)) was introduced into the selected system desired for drainage (fig. 2). Biliary dilation was performed as needed to facilitate stent placement. Unilateral versus bilateral drainage was intended based on mrcp and erc findings and the presence of a previous percutaneous transhepatic biliary drain (ptbd) or metal biliary stent. The current commercially available iteration of the 6f zilver 635 biliary stent system (cook medical) is 200 cm long and available in diameters of 6, 8, and 10 mm and stent lengths of 4, 6, and 8 cm. In cases in which bilateral drainage was desired, a zilver 635 biliary uncovered metal stent deployment system was sequentially introduced over these guidewires into the left and right common hepatic ducts in side-by-side fashion (fig. 3). The proximal releasing stents were then carefully deployed across the strictures, in alternating/sequential fashion be-tween the left and right sides until full deployment was achieved (fig. 4). Once both stents were fully deployed, the introduction systems were reconstrained and exchanged out of the endoscope over their respective guide-wires. If the distal ends of the stents did not bridge the ampulla, a second set of shorter stents were deployed over the respective right and left wires for potential future transpapillary access to each side of the liver. Adverse event: stent occlusion was defined as persistent or recurrent jaundice with cholestasis and/or cholangitis. One early (6%) and 3 late (19%) stent occlusions required subsequent ptbd (all 3 were late occlusion patients) and erc plastic 7f bilateral stent insertions within the sems (for the 1 early occlusion patient). The early occlusion was caused by mucus/sludge formation, and the delayed occlusions were caused by tumor ingrowth, which was un-able to be drained endoscopically based on subsegmental intrahepatic biliary locations and thus required ptbd.